Manufacturer narrative:
Due to character restriction in block e1, e1 event site name is (B)(6). E1 event site address is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during maintenance, the cs100 intra-aortic balloon pump (iabp) alarmed that the iab loop was leaking. It was not used on patients and no personal injury was caused.

Manufacturer narrative:
Updated fields: b4, d8, d9, g1 (contact person mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11, corrected field: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, the drive valve manifold (d104-00-0018) and 5000 hr maintenance kit (d040-00-0147), photoelectric detection module (d008-00-0312) and safety disk (d997-00-0985-15) were replaced.

Event description:
N/a.